Event description:
It was reported the patient had a loss of a therapeutic effect. The patient had had 2 reprogramming sessions where an attempt was made to reprogram "around one of the leads that had an issue." The patient saw his health care provider (hcp) 2 days prior to report. X-rays were taken at the time and everything was reported as intact. It was reported the patient had a "surging sensation" that started 2.5 months prior. The patient "experienced a "downsurge" when he moved or if something touched the device in his hip." The downsurge would occur when the implantable neurostimulator (ins) pocket was touched. Follow up information received 5 days later noted the x-ray showed that the leads seemed to be in the same place. No further information was provided. No interventions were reported to be planned or scheduled.

Event description:
Additional information received reported the patient¿s device was reprogrammed. The patient was receiving effective therapy.

Event description:
It was reported that the device had been reprogrammed twice within the last 3 months and they came up with the solution that maybe one of the leads was broken. It was reported that they did x-rays and found out that the leads weren¿t broken. The patient thought that it had to be something else causing the decrease in stimulation.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).